Manufacturer narrative:
(B)(4).

Event description:
Procedure: radical resection of colon cancer. According to the reporter: after activation of the premium plus ceea 31 instrument, the jaw was unable to be removed from the tissue. The operation was extended about 5 minutes. There was unanticipated tissue loss.